Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a damaged lens and housing, and was unable to boot up before shutting down. The device turned on using ac power while docked in customer's rds-3 and remained on when docking and undocking. If ac power is removed or supplied to any rds while the radical-7c is powered on and docked, the radical-7c will display the error message "007" and reboot. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the battery indicates a full charge, but after a few seconds, the unit switches off. No consequences or impact to patient were reported.